Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert, and the device was found to be in backup vvi mode via a merlin.net transmission. The patient reported experiencing phrenic nerve stimulation (pns) with lv pace vector in backup mode. The patient presented in the clinic for further evaluations. Upon interrogation, it was confirmed that the device was in backup vvi. The device was restored to original settings. The patient was stable with no symptoms and will continue to be monitored remotely via merlin@home.